Event description:
During a right colectomy procedure, the device was used with an idrivec to form an anastomosis. The device deployed staples on firing, but the tissue was not completely cut. It became necessary to use a pair of scissors to effect the removal of the device from the tissue. A suture was then used to augment the anastomosis.

Manufacturer narrative:
When the returned device was visually examined, the cut ring was not found. The absence of the cut ring directly contributed to the reported event. Assembly instructions have been revised to include a specific in-process check for the presence of a cut ring.